Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant medical devices and therapy dates, base station device, (B)(6) 2024.

Event description:
It was reported, that during a total knee arthroplasty surgical procedure. It was observed, that while using the robotic-assisted solution satellite station device. It was noticed, that all the cuts were off by 3mm, either over resected or under resected. They checked the array clamps and they were secure. They verified, that the checkpoints were good. It was reported, that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: there were no log file available for this complaint. The investigation found that no single root cause could be established based on the available information. Based on the description provided by the user, the most likely cause for the cuts being off is array movement. It is unclear if the user repeated the verify checkpoint after the event occurred. The root cause for the complaint remains undetermined at this point. Service history record review result is not relevant to the current complaint. The assignable root cause could not be determined since no problem was found.